Manufacturer narrative:
If additional pertinent info becomes available, a supplemental report will be submitted. Device lot numbers not reported to MFR, therefore MFR and expiration dates unk.

Event description:
Pt had a double mastectomy followed by implantation of veritas collagen matrix and tissue expanders. The case proceeded without problems and pt did well. About 2 weeks post surgery (2007), pt presented with a wound infection in the left breast. Surgery was scheduled and the wound infection was cleaned out. Surgeon noticed that the veritas collagen matrix had completely dissolved. On november 15 surgeon notified sales rep that this pt had the same infection in the right breast and he was taking her to surgery to clean the wound infection. No additional info is available at this time.